Event description:
It was reported that prior to the catheter placement, the device allegedly leaked. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one glidepath d/l catheter with insertion stylet loaded onto the red luer and tunneler protruding from the distal end of the catheter, 1 lumen end cap, 2 dilators, 1 guidewire and hoop, and 1 peel-apart sheath were returned for evaluation. Visual and functional evaluation were performed on the returned devices. The investigation is unconfirmed for the reported fluid leak as both the lumens were patent to infusion and aspiration and no leaks were noted. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the catheter placement, the device allegedly leaked. The procedure was completed using another device. There was no patient contact.